Manufacturer narrative:
A cool path 7f catheter was received for eval. Visual insp revealed the luer extension tube was broken at the handle edge and the fluid lumen was detached. Functional testing of the device could not be completed due to the broken luer extension tube and detachment of the fluid lumen. Review of the device history record confirmed this device met mfg requirements prior to shipment. The review revealed no non-conforming material reports as well. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.

Event description:
It was reported while using the cool path catheter during a pulmonary vein isolation ablation procedure, the irrigation port detached from the catheter. The catheter was inserted into the pt and it was noted the irrigation port completely detached from the proximal end of the handle. The procedure was continued with a different device. There were no adverse consequences to the pt.